Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device related to an interventional procedure with a 6f sheath. Reportedly, the suture was not present when the plunger was withdrawn. A new proglide device was used to achieve hemostasis. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. Returned device analysis found that the anterior cuff tab was partially separated. No additional information was provided.